Event description:
It was reported that during a diagnostic angiogram procedure, hemostatic valve leakage complications occurred. The customer stated that, the physician "attained access using a .035" benson guide wire and put a 4 french super sheath over the wire. The doctor went to inject contrast through the side arm on the sheath - contrast instead of going through was sprayed out the back of the hemostatic valve. Contrast struck one of the technicians in the face." "At the end of the case, the sheath was left in the pt's groin for overnight infusion of thrombolytics. It was reported by the facility that in their opinion, this event was "a technique issue with this physician - he is not completely screwing the contrast syringe into the hub. This has happened with him three other times." The tech said, that she had been wearing a full-face shield, but that her head was turned in such a way that the contrast sprayed behind the mask onto her face. She promptly washed her face and completed a facility incident report because the contrast was contaminated with the pt's blood. The pt was tested and found to be hiv negative. No other injuries or complications were reported. Pt and staff member status is reported as "fine".